Event description:
It was reported that the customer received a motor error alarm and was unable to prime. The customer's blood glucose was 65 mg/dl. Troubleshooting was done. The customer stated that he had felled on the insulin pump a few weeks prior and that the insulin pump was slightly scraped. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump received with broken off end cap, minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and torn keypad overlay at esc and act button dome switch. The insulin pump was unable to verify for motor error alarm and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to broken off end cap. The motor was tested outside the insulin pump and passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.